Manufacturer narrative:
The allegation of the complaint was confirmed following the evaluation of the photograph. Picture evaluation of an alleged ar-8925ss syndesmosis tightrope® xp, stainless steel, attached to the complaint. The examination showed that the suture was broken and frayed at the tail, and it was observed that the button had become detached from the suture. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely causes can be attributed to the excessive force applied to the shortening suture strands, which may break the strands and impair the full seating of the implant. Dfu-0147-eor2_fmt_en. G. Precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Event description:
It was reported that during a syndesmosis ligament rupture surgery the suture tore after inserting and tightening of the device. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.